Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was a broken pitch cable at the instrument's wrist. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Additional observation not related to the reported event was insulation damage at the distal end of the main tube with missing material. The surface of the main tube appeared to be scraped off with deep scratches at several areas. Evidence not conclusive, but the main tube damages may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
Intuitive surgical, inc. Received user facility medwatch (B)(4) with the following description: before using the maryland bipolar forceps ((B)(4)) for the robotic cholecystectomy with the da vinci, the scrub tech noticed that the strings were broken. There are uses left on the instrument to receive reimbursement. Device usage problem: device failed (e.g. Broke, couldn¿t get it to work or stopped working) device usage problem: device malfunction - that is, the device did not do what it was supposed to do. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.